Event description:
It was reported that the insulin pump had physical damages. The caller stated that the crack was going around and it was almost the same size as the threads, so the cap was not going to hold much longer. The caller state that the damage occurred when the customer screwed in the battery, and they heard it crack. The caller stated that they noticed the crack three days prior to the phone call. The customer's blood glucose was 77 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Unable to prime unit during prime test due to loose / flush drive support disk. The insulin pump was received with cracked end cap, case at display window corners and reservoir tube, scratched lcd window, broken battery tube threads, and missing end cap sticker. There was debris under lcd window.